Event description:
International affiliate reported that the tips of two viper universal polyaxial drivers were worn and it was not possible to fix the screws in a proper manner. The drivers were returned for evaluation and the initial examination found the tips had broken off from the instruments. It is not known when/where tip breakage occurred. See mfg medwatch report no. 1526439-2013-31190 for the first viper universal polyaxial driver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual examination of the returned viper universal poly driver revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not returned. Review of the device history record identified no issues during the manufacturing and release of these products that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month complaint trend analysis was conducted and the device has been reviewed as a part of post market surveillance activities with no design actions required as a result. The root cause is unknown. However, scanning electron microscopy (sem) found evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shafts. No corrective action is necessary at this time as there has been no issue identified in the manufacturing or release of the devices. The complaint is considered to be closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the international affiliate. The tip broke off from the driver intra-operatively during. The broken tip was removed along with the concomitant device screw. There were no adverse consequences to the patient.